Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Examination showed the foreign material was likely silicone. The source of the material was not confirmed but the material appeared similar to the silicone used as packing for the air/water valve and other reprocessing accessories. It was determined possible that portions of the packing had fallen off as a result of wear. However, the root cause of the issue was not confirmed. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection, and preventative measures in " evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The customer did not provide a response regarding customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, delays in the start of precleaning, presoak the endoscope in the detergent solution. Olympus will continue to monitor field performance for this device.